Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device intermittently restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The monitor board was returned to zoll medical corporation and the reported problem was not duplicated or confirmed. The reported malfunction was observed during review of the device logs. However, a root cause could not be established. Analysis for reports of this type has not identified an increase in trend.